Event description:
It was reported that a sensor failure occurred. The sensor was inserted on (B)(6) 2024. On (B)(6) 2024, the patient was asleep and had no knowledge of the patient¿s sensor having failed during this event. Once the patient woke up, he began experiencing increased thirst and vomiting. The patient was taken to the emergency room and the dexcom device was removed. At the ER, the patient¿s bg meter reading was 600 mg/dl. The patient was admitted to the intensive care unit (ICU) and treated with three unspecified ivs and an IV insulin drip. The patient was discharged on (B)(6) 2024, and his bg meter was 116 mg/dl at that time. The patient was in good condition at the time of report. The family only became aware of the sensor failure after the event occurred, on (B)(6) 2024 while at a follow-up doctor¿s visit. At this visit, the patient¿s pump history was reviewed, and the sensor failure was discovered at that point. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.